Event description:
Reporter noted anterior vitrector would not prime or cut; switched out system to complete case. No pt injury occurred.

Event description:
Additional information received from surgeon noted that a posterior capsule tear had occurred and they needed to perform a vitrectomy at that time. Pt prognosis was reported as good.